Event description:
Abrasion/hit - roof of the mouth [mouth injury] head is going off the stem of head - oral-b refills [device breakage] . Case narrative: consumer stated on phone that oral-b refills head was going off the stem of the head and it hit on her roof of mouth causing abrasion. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
11-feb-2026: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Abrasion/hit - roof of the mouth [mouth injury] . Head is going off the stem of head - oral-b refills [device breakage] . Product counterfeit - oral-b refills [product counterfeit] . Case narrative: consumer stated on phone that oral-b refills head was going off the stem of the head and it hit on her roof of mouth causing abrasion. No serious injury was reported. 11-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.